Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and final investigation results. Corrected field: d4 lot number the device was returned to olympus for inspection, and the reported failure was confirmed. The device inspection revealed a damage/stripped (green) sheath from the tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle sheath was stripped at the tip. The reported issue was observed during a diagnostic endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.